Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional component code 568. This is a follow up report to add this additional code. Device received for this event is being corrected from osseospeed tx 4.0s - 11 mm catalog # 24942 to unknown atis abutment catalog # unknown atis abutment. Correcting concomitant medical products from abutments with connected crowns to osseospeed tx 4.0s - 11 mm catalog # 24942.